Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen displayed lines and had no screen icons or words. The customer switched over to lantus and humalog to continue insulin therapy. At the time of the report, the customer's blood glucose level was 148 mg/dl.